Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate hv therapy for possible atrial fibrillation with rapid ventricular response. Programming changes were made. The patient will continue to be monitored.

Event description:
New information notes that the patient had no further issues and was fine. Patient was administered additional medications.